Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stuck on low reservoir and would not rewind by pressing esc and act button. The customer also reported that they received a failed battery test alarm when they replaced the battery. The customer's blood glucose was 123 mg/dl at the time of incident. The customer stated that the esc and act button were not working. The customer was assisted with clearing the alarm and rewinding the insulin pump. The insulin pump will not be returned for analysis.